Event description:
It was reported the pt was experiencing skin erosion at her ipg site. She underwent revision surgery on (B)(6) 2012 to address the issue. Her physician moved the ipg pocket to a new location and made the pocket deeper. The eroded area looks improved. The pt is receiving effective stimulation post operative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.